Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Customer received field action notification.

Event description:
It was reported that 15894643 (36) 8015 pcu keypad were replaced because of defective keypad. There was no reported patient involvement.